Manufacturer narrative:
The hill-rom tech found the left intermediate side rail cable had a short. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the left intermediate side rail cable and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed head of bed would self-run. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).